Manufacturer narrative:
Brand name is unknown. Catalog number is unknown. UDI information is unknown. Manufacturing site address is unknown. Premarket (510k) number is unknown. No lot number was provided; therefore, device history record review could not be completed. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported the device displayed 'no disposable pump won't run' alarm, unresolved with troubleshooting, air in line, green flow stop noted. No patient injury was reported.